Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt experienced episodes of uncontrolled pain. The pt underwent a contrast study. The catheter was kinked in the intrathecal section. The pt underwent surgery to correct the issue. The drugs in the pump were hydromorphone, bupivacaine, and clonidine. The pt recovered without sequela.